Event description:
The reporter stated during a flat foot reconstruction surgery, the 9 mm bioblock implant was difficult to seat on the placement driver. The back of the implant that articulates with the screwdriver wouldn't seat properly. A second implant was used. There was no patient injury. This caused a 3 minute delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.